Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged date issue could not be verified.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Additionally, it was reported that the pump date was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 240 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.